Event description:
Literature: biolsi b, cif l, fertit he, robles sg, coubes p. Long-term follow-up of huntington disease treated by bilateral deep brain stimulation of the internal globus pallidus. J neurosurg. 2008;109(1):130-132. Deep brain stimulation is now accepted as a safe and efficient treatment for movement disorders including selected types of dystonia and dyskinesia. Very little, however, is known about its effect on other movement disorders, particularly for "choreic" movements. Huntington disease is a fatal autosomal-dominant neurodegenerative disorder characterized by movement disorders, progressive cognitive impairment, and psychiatric symptoms. Bilateral chronic stimulation of the internal globus pallidus was performed to control choreic movements in a man with a 10-year history of huntington disease. Chronic deep brain stimulation resulted in remarkable improvement of choreic movements. Postoperative improvement was sustained after 4 years of follow-up with a marked improvement in daily quality of life. Reportable event: bradykinesia in the lower extremities was visible 2-3 weeks after dbs, which improved following treatment with levodopa (187.5 mg). Four years after surgery the improvement of chorea remained stable. We observed a clear improvement in motor control when comparing stimulation-on and -off conditions at 4 years. Neuropsychological assessment again found a moderate subcortical cognitive dysfunction with no evolution.